Event description:
The account experienced fluctuating sodium, potassium and chloride results on their analyzer. The field service rep repaired the instrument by replacing leaking tubing on the sample mechanism.